Manufacturer narrative:
Continuation of concomitant medical products: product ID 97755, serial# (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient couldn't get the device to charge anymore. The patient didn't know if the issue was with the recharger or because the implantable neurostimulator (ins) had shifted. The patient said the past couple weeks they would just get no device found when they tried to charge. The patient also mentioned that since they noticed their ins shifted about 2 months ago, charging would take forever, charging would stop and say no device found, so the patient would have to start over again. The patient inspected the recharger cord and pins but did not see any damage. The patient inspected the controller port but said it looked fine. The patient then tried to start a recharge session and reported no device found. The patient pressed recharge and entered passive recharge mode, but reported all 0 on the screen no matter where they moved the recharger. The patient said they had tried this before and would get all 0 (a couple times they might have gotten "5" but then went back to all 0). The issue was not resolved. The patient was redirected to their healthcare provider should the issue continue. No symptoms were reported. A replacement recharger was sent out.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that since the device implanted that patient has lost weight due to healthy diet. Therefore, the device had shifted due to weight lost. The patient reported that the replacement recharger resolved the issue and was "charging much easier".